Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had bent cannula which led them to have a high blood glucose. The customer stated that their blood glucose level went up to 400 mg/dl. After troubleshooting was performed the customer was advised to return the infusion set for analysis. The customer will be sent a replacement for their infusion set. The device will not return for analysis.